Event description:
It was reported that an occlusion alarm occurred. Customer reported using cold insulin and was overfilling the cartridge. Tandem technical support informed customer that using cold insulin and filling the cartridge with more than 300 units is off label per the user guide. Customer changed pump supplies and resumed insulin therapy. There was no reported adverse impact on the customers blood glucose level.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.